Event description:
It was reported that during the procedure the lead would not be fixed well. The physician removed the lead and tried to implant a new lead. However, the patient had diaphragm stimulation with this new lead. The physician removed the new lead and replaced it yet with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).